Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, the cable was damaged. The most probable cause of the complaint is component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a broken cord. No patient harm reported.